Manufacturer narrative:
Patient identifier: (B)(6). Investigation ¿ evaluation: the complaint facility informed cook on (B)(6) 2021 of an incident involving a zenith flex aaa endovascular graft iliac leg (unknown tfle) from an unknown lot. A type 1b endoleak was reportedly found during a follow up on an unknown date. The review of the provided imaging showed thrombus in both the right and left leg grafts. This investigation references the right leg occlusion. A review of the documentation including the complaint history, drawing, instructions for use (IFU), manufacturing instructions and quality control of the device, as well as a visual inspection of imaging, was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, CT studies from approximately 17 years postop were provided for expert image review. The image reviewer confirmed the failure of type 1b endoleak at the distal left tfle (mfg. Report reference #: 1820334-2021-00992). The reviewer surmised that under-sizing of the graft was a possible cause of the loss of wall apposition, but a more likely cause is disease progression given the 17 years since the initial repair. Additionally, partial thrombus was found in the distal right tfle leg (mfg. Report reference #: 1820334-2021-02160), in the re-lining stent at the left leg/contra limb junction, and in the mid to distal left tfle leg (mfg. Report reference #: 1820334-2021-00992) although no significant areas of narrowing were noted. No cause for the thrombus could be determined. Based on the provided imaging, cook has concluded that the product was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed due to the lack of lot information from the user facility. There is no evidence of nonconforming devices from the complaint lot in house or in the field. The instructions for use (IFU), provides the following information related to the reported failure mode: 4 warnings and precautions 4.2 patient selection, treatment, and follow-up - adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and 12 french (4.7 mm od) or 14 french (5.3 mm od) introduction systems. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization or thrombosis. A vascular conduit technique may be necessary to achieve success in some patients. - inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia 4.5 implant procedure - unless medically indicated, do not deploy the zenith alpha spiral-z endovascular leg in a location that will occlude arteries necessary to supply blood flow to organs or extremities - inaccurate placement and/or incomplete sealing of the zenith alpha spiral-z endovascular leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries 5 adverse events 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: - graft or native vessel occlusion based on the information provided, expert review of provided imaging and the results of our investigation, it was concluded that the cause of the event could not be determined. Thrombus is a known inherent risk using this device. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Patient identifier: (B)(6). Initial reporter occupation: area representative. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
An image review completed during the investigation for mfg. Report reference #: (B)(4), found a partial thrombus in the distal right tfle leg. No significant areas of narrowing were noted.